Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance on resetting the pump, and after following these instructions, the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the issue happened again.